Manufacturer narrative:
The device was not returned to the MFR as of the date of this report and was reported to be held by the user facility.

Event description:
It was reported that during a laparoscopic colon resection after insertion, the tip of the device cracked and a piece was missing. The piece was not found. Additional information was requested, but no additional information was received. A follow up report will be sent if additional information becomes available.